Manufacturer narrative:
Common name and product code: unknown. (B)(4). PMA/510(k) #: unknown due to unknown product code. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a 4fr PICC line cracked. To date, additional information with regards to the patient and event is unknown. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
B5: several attempts were made to get additional information, however the facility has confirmed that there are no further details available, as the physician has left the hospital. H6: method code: (4114) device not returned, results code: (3221) no findings available, conclusions code: (4315) cause not established. Investigation/evaluation: a review of the documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The device manufacturing record could not be reviewed due to an unknown real part number (rpn). The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Due to the lack of information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. If more details are provided in the future, the investigation may be reopened. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.